Event description:
It was reported that the patient had a replace backup battery alarm that they were unable to silence. Review of the log files showed numerous backup battery fault alarms. The controller was exchanged by the clinician which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of transient replace backup battery alarms were confirmed via log file analysis. A review of the submitted log file contained data spanning approximately 21 minutes (30jun22, 09:09:54 - 09:31:38 per timestamp). Throughout the entire log file backup battery faults were active. At 9:29:53 a yellow wrench advisory alarm activated due to backup battery signals being faulted. The alarm resolved on its own shortly after activating. The alarm did not affect the system controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate ii system controller was not returned for analysis. Provided information stated that the patient was unable to silence the replace backup battery alarms due to the transient nature of the alarms. Additional information stated that the controller was exchanged and the issue resolved. The controller would not be returned. A root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller was shipped to the customer on 14apr16. Heartmate ii instructions for use section 7-alarms and troubleshooting and heartmate ii patient handbook section 5-alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery faults. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.